Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the reported balloon rupture appears to be due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
I twas reported that the procedure was to treat a lesion in the anterior tibial artery with mild calcification. An armada 14 percutaneous transluminal angioplasty (pta) catheter was soaked prior to use and air aspiration was performed outside the patient anatomy. The armada was advanced toward the target lesion, the balloon was inflated to 4 atmospheres (atm) but pressure kept dropping due to a balloon rupture. The device was removed and an unspecified armada was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.